Event description:
Patient obtained a blood glucose result of ~ 300 mg/dl, while using the suspect device. Reporter indicated that, in spite of obtaining an elevated result, patient was experiencing symptoms of hypoglycemia (dizzy, cold and clammy). Patient reportedly retested blood glucose, using a relative's blood glucose monitor, and obtained a result of 26 mg/dl. Patient self-treated by drinking cola with additional sugar added. The following morning, patient reportedly sought council at her physician's office. Patient's capillary blood glucose, when tested on physician's blood glucose monitor, measured 124 mg/dl. Reporter stated that patient then performed a test, using the suspect device, and obtained a result of 270 mg/dl. No treatment was received. Patient's current condition: ok. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.